Event description:
It was later reported that the driveline power fault alarm stopped prior to the patient visiting the clinic. The alarms did not return following the modular cable exchange. The cause of the alarms was identified, but the cause of the corrosion was not identified. A cleaning of the pump side connector was performed on (B)(6) 2025. Also, the new modular cable was replaced with lot number 10939554. The modular cable was not planned to have been exchanged as it was attached to the left ventricular assist device (lvad).

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned modular cable confirmed evidence of corrosion in the inline connector. Corrosion could have caused or contributed to the driveline power fault alarms, which were confirmed through the submitted log files; however, a specific cause for the corrosion could not be conclusively determined through this evaluation. It was reported that the patient experienced a driveline power fault alarm. The patient was asymptomatic, and their device was functioning consistently with their baseline. A modular cable exchange was completed. It was further communicated that the driveline power fault alarm had resolved prior to the modular cable exchange. The patient also underwent cleaning of the pump cable inline connector, refer to the pump investigation regarding the cleaning. Review of the submitted image showed the pins of the modular cable inline connector; however, no observations related to the reported event could be conclusively identified due to image quality. The heartmate 3 modular cable was returned in used condition. Upon examination, the inline connector pins showed evidence of corrosion as they had a light coating of debris. The remainder of the modular cable was unremarkable. The integrity of the wires in the modular cable was tested and the cable passed without any issues. The modular cable was connected to a test system controller and a test pump, and the modular cable operated the pump for an extended period of time without any issues. No atypical alarms were produced during testing. The outer jacket and protective layers of the cable were removed and inspected; no damage was observed. The submitted system controller event log file contained events from 12sep2025. A driveline power fault alarm, associated with power b line faults, was active throughout the duration of the controller event log file. No other notable events or alarms were captured in the submitted log files, and the pump appeared to operate as intended. The patient remains ongoing on left ventricular assist device, serial number (B)(6), with no further related issues reported at this time. A valid lot number for the product was not reported and was not able to be determined during the investigation. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 2 of the IFU, ¿system operations¿, explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instruction on how to do so. Several sections of the IFU and patient handbook warn the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Additionally, section 4 of the patient handbook, ¿living with the heartmate 3¿, and section 7 of the patient handbook, ¿frequently asked questions¿, contains information on proper showering methods. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU, ¿patient care and management¿, and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged).¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide additional instructions regarding driveline care in sub-sections entitled, ¿what not to do: driveline and cables¿. Furthermore, section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. Section 10 ¿safety checklists¿ of the patient handbook provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. The patient handbook cautions the user to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: the lot number of the modular cable is unknown. Expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received regarding the modular cable lot number, however the information provided is for the pump. The lot number of the exchanged modular cable was unknown.

Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline power fault on (B)(6) 2025. The speed, flow, power, and pulsatility index (pi) readings were consistent with the patient's baseline. The patient was asymptomatic during the event. The patient had previously reported a driveline power fault on (B)(6) 2025 (cs-213419). Following review of the submitted log files, it appeared that the event log file showed multiple driveline power b faults on (B)(6) 2025. There did not appear to have been any interruption to pump support during the events. The site reported that the patient was provided with a new modular cable and felt well during the exchange. Their blood pressure was 123/65. Tech services noted that the site replaced the modular cable, which appeared to have corrosion on it. A cleaning of the hm3 pump side connector was performed on (B)(6) 2025. Also, the modular cable was replaced again during the cleaning.